Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, it is considered that the peeling may have been caused by deterioration over time based on the device manufacture date. In addition, it was presumed that the phenomenon occurred due to external force was applied, such as strong rubbing against the subject part during normal use, including re-processing. As stated on the IFU (instruction for use) the user manual states: inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, sagging, deformation, excessive bending, protruding objects or other irregularities. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was evaluated. Inspection found hole on the ¿a-rubber¿ distal sheath. In addition, deep chipped, cut was observed on the device probe unit pink rubber. The control knob was observed to be loose. Based on evaluation findings the reported issue was confirmed. Hole on the distal sheath was observed. Failures found probable cause could be attributed to maintenance and or handling issue. If additional information becomes available this report will be supplemented accordingly following investigations.

Event description:
It was reported that the device was found with hole at the tip. The issue occurred during reprocessing. There was no patient involvement, no user injury reported.